Event description:
It was reported that the fenestrated bipolar forceps instrument was not recognized by the da vinci s system. No additional info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to be successfully recognized by a da vinci s system. The pogo pins do not stick and are not contaminated. Engineering could not replicate the customer reported recognition issue. Engineering also observed the distal end of the main tube to have various scratch marks concentrated in a 1.6" long section on one side of the tube. A few scratches are deep enough to have removed tube material. Based on the location and appearance, the damage was most likely caused by instrument collisions and or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.